Manufacturer narrative:
9/25/2015 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - complaint unconfirmed: plugged power supply into ac outlet with known good charger, unit powered on without incident. Plugged known good battery into charger and allowed to charge for 30 minutes, no fire. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Repair history: none. Conclusion: root cause can not be determined since the complaint as reported could not be confirmed or incident duplicated. The led 60w power supply is for the led chargers (single and dual bay). A known good single bay charger charged a battery without any incident, no smoke, no fire. The actual cause "could have been" the charger that was used with this power supply. The returned power supply is good and did not cause a fire.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports no patient injury. Power supply plugged in and caught fire. On (B)(6) 2015 customer reports "no surgery planned. We just received new power supply (407481) for the battery bay (90523) and manager plugged the power supply into its bay. Plugged into wall and fire caught inside the battery bay. Fire started a second after I plugged it in." No harm done, no patient involvement. Even took place in clinic department, not in the operation room. 1 of 2 related complaint.